Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast fraining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
A phase 1 visual inspection was unable to be performed as the product had already been de-cased prior to assessment. The reader did not turn on when the button was pressed, a strip was inserted, or a usb cable was connected. When the reader was connected to a pc, it was not recognized by approved software. The reader was de-cased and visual inspection was performed on pcba. Burn marks was observed on u13. The issue was forwarded for extended investigation. Visually inspection on the reader was performed and no issues were observed. Reader did not turn on with button, strip but did turn on with data cable. Reader was de-cased in phase 2. Visual inspection was performed on the pcba. Burn marks was performed on u13. Date and time were set successfully using approved software. Reader log was downloaded, checked for cybersecurity error codes, and saved. The returned battery was measured and was within specification. Thermal camera was used and u13 was observed exceed 30°c. A multi meter was used to measure voltage across resistor r100. The voltage was over 0v. The burn marks were caused by the u13 component over heating. This is caused when an incorrect charging adapter is used, causing the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast fraining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.